Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The probable root cause was due to the potentiometer was damaged. The potentiometer and the barrel clamp guide was replaced.

Event description:
It was reported that the during testing unable to calibrate syringe size during procedure. There was no patient involvement and harm.